Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized for high blood glucose of 496 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The caller was the customer's mother who stated that the patient had a change of diet and had lost the sensor to the insulin pump that the patient was wearing. The mother also stated that the transmitter was not working properly. The patient was shipped a new transmitter. No further information was provided.